Manufacturer narrative:
1.customer is claiming false negative for flu a because they tested negative for flu a using ihealth tests, then tested positive for flu a at the hospital. 2.the type of test performed at the hospital was not specified,and not provide a comparison time. 3.lot number of the test kit was not provided,unable to effectively verify and confirm customer feedback.

Event description:
Event details: this test was inaccurate. I used both tests and they came up negative for everything, but I tested positive for influenza a in the hospital.